Manufacturer narrative:
Analysis of the stimloc burr hole cover found a part was missing from the kit. The screwdriver tip was twisted. The two screws used to secure the base were missing. The products were received in an opened package that had been taped shut. It was also noticed that the screwdriver tip was twisted in the direction that would occur when tightening a screw.

Event description:
It was reported that during surgery the operating physician ¿found no screw in the stimloc¿ device and ¿used another accessory instead of the stimloc to fix the lead.¿ the patient was ¿well¿ at the time of report. It was noted the physician thought it was a product quality problem. Additional information was requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082218214a, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).